Event description:
It was reported that caller experienced cgm error that affected sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed that error did not reappear after reset, and successfully started new sensor session; no additional information was received regarding the outcome of the event.